Manufacturer narrative:
Pictures of the barcodes for each patient were reviewed: ID 558f (patient a) and ID 340g (patient b). The misaligned ids are not similar to each other, and the barcodes are not optically similar. The barcode quality for patient a appears to be less than the quality of the barcode for patient b. The barcode for patient a has lines across the barcode, and the black color has less intensity. Both barcodes were scanned with no issues. The customer's allegation was not reproduced by the investigation. Several potential root causes, such as errors in programming, barcode decoding, or hardware issues, as well as communication errors, were investigated. All of these potential causes were excluded. A meter software issue was not identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Medwatch fields a3a, b7, and d9 were updated. The investigation is ongoing.

Event description:
There was an allegation of an instance of a patient mismatch while using the accu-chek inform ii meter. At 5:03 pm, a glucose test was performed on patient a at bed 20 (patient ID: (B)(6)) using the meter, resulting in 11.3 mmol/l. The result was tagged to the correct patient ID in the meter and transmitted correctly. At 5:05 pm, a glucose test was performed on patient b at bed 22 (patient ID: (B)(6)) using the same meter, resulting in 6.2 mmol/l. The staff checked the meter and found that the result was tagged incorrectly to patient a's ID (B)(6) in the meter and transmitted under ID (B)(6). The 2 patients were in the same room, and both tests were performed back-to-back by the same staff member.

Manufacturer narrative:
The staff member was interviewed after the incident on the workflow and was not certain that they verified the information in the patient confirmation page before proceeding with the test. The investigation is ongoing.